Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the ventilator displayed the message ¿release valve defective¿ while it was being used on a patient. It was reported that the patient was immediately removed from the device and was manually ventilated with a bag until a functioning ventilator was provided. It was reported that no patient harm occurred. The investigation to verify the allegation is still in progress.